Event description:
A surgeon reported that the first week of lasik surgery, pt outcomes were 20/40, and over the weekend went to 20/60. Add'l info has been requested. There are two related reports for this pt. This report concerns the pt's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).